Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The unspecified graftmaster device referenced is being filed under a separate manufacturing report number. The 2.8x16 rx graftmaster device referenced was filed under manufacturing report number 2024168-2016-03340.

Event description:
It was reported that on (B)(6) 2016, an attempt was made to cross through a heavily stented superficial femoral artery with an unspecified graftmaster, however, this graftmaster was unable to cross. After advancing a non-abbott guide wire, a 2.8x26 rx graftmaster was advanced over this wire to the mid to distal left peroneal artery and was deployed with a maximum pressure of 10 atmospheres, sealing the perforation/rupture. There was absence of flow beyond the ankle. The graftmaster delivery system was withdrawn and a 2.25x30 non-abbott balloon was advanced and dilatation was performed for an unspecified reason. There were no reported adverse patient sequelae. Two days later, thombus was discovered and thrombectomy was performed. Angiography revealed recurrent extravasation in the area of the peroneal artery where the 2.8x26 rx graftmaster had been placed on (B)(6) 2016. A 2.8x16mm rx graftmaster covered stent was implanted ((B)(6) 2016) and sealed a perforation in the distal peroneal vessel for this patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The investigation was unable to determine a conclusive cause for the reported failure to seal and difficulty to deploy; however, the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the procedure was to treat a perforation/rupture in the superficial femoral artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In addition, it was reported that the graftmaster was deployed with a maximum pressure of 10 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, specifies the nominal rated burst pressure (rbp) is 15 atm.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: on (B)(6) 2016, prior to the procedure, the patient had been admitted with a clot in the left leg and anti-clotting medication (alteplase) infusion was started. On (B)(6) 2016, the patient was noted to still have significant clot burden. Thrombectomy was performed, followed by angioplasty from the left femoral to popliteal arteries. After the angioplasty, perforation with extravasation was noted in the mid superficial femoral artery (sfa), which prompted treatment with covered stenting as follows: a 6.0x150 non-abbott covered stent was advanced but initially failed to cross to the mid sfa perforation; not an unspecified graftmaster as initially reported. There was only one graftmaster used in this case (2.8x26). The 6.0x150 non-abbott stent was re-advanced and deployed. A second perforation was then noted due to previous performed pre-dilatation in the peroneal artery, and was treated with the 2.8x26 graftmaster as previously reported. Post-dilatation of the 2.8x26 graftmaster was performed using the 2.25x30 emerge balloon, as previously reported, because the graftmaster was not fully apposed. The patient presented with the reported thrombosis and occlusion (due to the pre-existing thrombosis on (B)(6) 2016) prior to graftmaster use. No additional information was provided.